Event description:
Report received of an error in programming the 4 hour limit of the device, this was found during a retrospective analysis of the pump history by the manufacturer. The pump was programmed at 10:53am in the pca only mode to deliver dilaudid 0.2mg/ml with a pca dose of 0.1mg, a pt lockout of 8 minutes, and no 4-hour limit instead of the intended 3mg 4-hour limit. The error in programming was discovered and corrected at 12:12pm. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by the customer. No further info was available.